Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on customer care advocate (cca) documentation. The patient alleged that the product issue began around noontime on (B)(6), 2010. The patient was unable to provide any blood glucose test results that he obtained from the subject meter. The cca documented that the patient manages his diabetes with an insulin pump. The patient stated that he did not take any action due to the alleged product issue. Forty to forty-five minutes after the alleged issue began, the patient claimed that he felt hypoglycemic, specifying "sweaty and agitated" as his symptoms. Around noontime on (B)(6), 2010, the patient stated that his insulin pump gave him an insulin bolus (3 units). It is unknown how the patient responded to the alleged self-treatment. The patient denied using any other meter to test his blood glucose. During the troubleshooting session, the cca documented that the patient did not report any misuse on the alleged meter. The patient stated that more than 20 minutes elapsed in between the alleged erratic results so they are not valid for precision comparison. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. However, there is no evidence that the subject meter performed improperly since the patient did not provide any readings that he obtained from the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.lfs initially submitted this report on july 26, 2010 and have only received acknowledgement 1 on july 28, 2010. Based on the investigation performed by the cdrh emdr team, lfs was advised to resubmit this report.